Manufacturer narrative:
The intraocular lens (iol) was received for analysis and inspected under 10x magnification. Results showed one detached haptic. Prior to release the lens met all manufacturing specifications. The cause of the damage to the haptic is undeterminable but does not appear to be related to the manufacturing process. All information available is contained in this report.

Event description:
It was reported that following insertion of the intraocular lens into the patient's eye a broken haptic was observed. The incision was enlarged to remove the implanted lens, another lens was successfully implanted. Account reported there was no patient injury.